Event description:
New information received notes the patient was seen on (B)(6) 2012 for redness. On (B)(6) 2012 the patient was diagnosed with corneal herpes infection and treated with viroptic. The patient was advised to discontinue lens wear, with follow up appointment as needed. On (B)(6) 2012 the ocular health of the patient was noted to be dry eyes. There was no scarring or permanent impairment.

Event description:
Business partner reports that the customer complained of eye infections when wearing the lenses. Several attempts to contact the patient for details surrounding the alleged event and the eye care practitioner's (ecp) contact information were made, with no reply to date. A visual inspection of the returned product in sealed blisters (unopened) was done and no defect was found. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as a supplement report to (B)(4) 9614392-2012-00088 new information became available that changes the diagnosis and outcome of the event. Age (B)(6), date of report (B)(6) 2012, describe the event or problem new information received notes the patient was seen on (B)(6) 2012 for redness. On (B)(6) 2012, the patient was diagnosed with corneal herpes infection and treated with viroptic. The patient was advised to discontinue lens wear, with follow up appointment as needed. On (B)(6) 2012, the ocular health of the patient was noted to be dry eyes. There was no scarring or permanent impairment. Report source health professional, date received (B)(6) 2012, type of report follow up # 1. There is no clear indication that the device could have caused or contributed to the incident. This report is related to (B)(4) supplement 9614392-2012-00087

Manufacturer narrative:
This is being filed as unconfirmed infection. (B)(4).